Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the up/down button are lacerated. The damages did not influence the insulin pump functions. The buttons passed the functional investigation successful and comply with the specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported the infusion device beeped providing an auditory alarm but the display on the device did not show any information. Patient stated after a short time, the infusion device provided another acoustic beep. Patient reported noticing that all of the buttons on the infusion device were non-functional. Patient stated she changed the battery; no success. Patient reported taking ict with a pen. Patient stated the next morning she inserted a new battery and now the buttons work. Patient reported there was no acoustic information. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.